Event description:
It was reported that an attempt to implant the left ventricular (lv) lead was abandoned after hitting a valve and the lead could not advance to the desired location. The lead was removed and successfully replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.